Event description:
It was reported that the ilet user experienced episodes of the cartridge disconnecting from the pump, with the most recent occurrence leading to elevated blood glucose until the connector was reattached and the cartridge was confirmed seated, after which glucose levels decreased and were in range at the time of the call. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond user troubleshooting, and no hospitalization. Investigation included user education and troubleshooting on proper connector attachment, including push-and-twist technique and verification of secure engagement. Investigation of this case revealed device use issues related to connector attachment that could allow the cartridge to become dislodged, consistent with a connection or retention problem at the cartridge¿pump interface. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.